Event description:
The user facility reported that during the procedure, the physician encountered difficulty advancing the angio-seal device after inserting the bypass tube into the sheath. Initially, a 6fr pinnacle sheath was utilized, which was later replaced with a 6x45cm destination sheath. The patient tolerated the procedure well without complications from manual pressure. A lower leg angiogram was conducted with no resultant blood loss. The event reported did not lead to any patient injury nor necessitated medical or surgical intervention. Furthermore, there is no claim that the device in question directly caused or contributed to any patient injury or the need for medical intervention. Additional information was 22 jul 2024: the device showed no signs of damage and was inserted into the patient without issue. No stenosis or calcification was noted at the insertion site. A pre-deployment angiogram confirmed the absence of any issues, and the angio-seal was used without any concomitant medical products.

Manufacturer narrative:
A3b: gender: n/a e3: occupation: scrub tech the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the sheath or carrier tube was damaged during device assembly which prevented proper device insertion, although this was unable to be confirmed since the sample was not available for evaluation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).